Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse verified the calibration from the pressure transducer of the fiber optic and transducer line. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not working correctly. There was no patient harm.

Manufacturer narrative:
Corrected data: b5, h6 (problem code).

Event description:
It was reported that during use, discovered by customer, the cardiosave intra-aortic balloon pump (iabp) unit is not working correctly. They were able to swap out units, reported issue was (no pb during fiber use of iabp). There was no patient harm.